Event description:
During product evaluation, the pump head mechanism failed an accuracy test. There was no patient injury or medical intervention necessary according to the hospital rep. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the failed pre-accuracy test was confirmed. Inspection of the device found that the failed accuracy test was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA.